Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a pt experienced eye pain. The surgeon noted that the haptic was broken and performed an explant procedure two days following the initial iol procedure. The customer reported the pt does not have good vision. Additional info has been requested.